Event description:
It was reported that this patient was admitted to the hospital due to diaphragmatic contractions and stimulation. The physician noted the pacemaker device is implanted in the abdominal region. During interrogation of device, the device was found in safety mode. The patient was admitted to the hospital, and the follow day the device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. A this time the explanted device is located at the facility. It is unknown if the device will be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was admitted to the hospital due to diaphragmatic contractions and stimulation. The physician noted the pacemaker device is implanted in the abdominal region. During interrogation of device, the device was found in safety mode. The patient was admitted to the hospital, and the follow day the device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.